Event description:
The pharmacist at the hospital reported the following event; "while opening the product, the blister which closes the nail into the plastic packaging, appeared crumpled, crinkled, as if it had been overheated and/or dampened during manufacturing. While opening, the sterile screw fell on the floor and could not be used. No adverse consequences due to this event, another screw was sued for the surgery."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.